Manufacturer narrative:
A ge rep evaluated the system and a "video board" was ordered, but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported the first exposure is black and the system has to be rebooted to regain functionality. There is no report of pt injury or death.